Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was peeled off the pump. The ok and up arrow buttons had an intermittent response and the contacts were found to be inverted. Contamination was found under the up arrow button contact. Unrelated to the original complaint, there was a crack along the battery compartment threads. Also unrelated, the pump booted to the verify screen with a dim and discolored contrast.